Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. It was confirmed that there was no deformation of the suction cylinder. It was unclear whether the reprocessing was performed according to the instructions for use (IFU). The inspection method for the event is described as follows in the IFU "chapter 3 preparation and inspection 3.3 inspection of the endoscope, 3.5 attachment of accessories to the endoscope, and 3.8 inspection of the function in combination with related equipment". It is described as follows. [Inspection of entire endoscope] 2. Visually and by hand, check that there are no large scratches, deformations, loose parts, or other abnormalities on the appearance of the operation unit. [Installation of suction button] 1. Align the protrusion on the metal part of the suction button with the recess on the suction cylinder of the endoscope. 2. Attach the suction button to the suction cylinder of the endoscope (see figures 3.30 and 3.31). Visually and by hand, check that there is no bulge on the mounting part, that the button is correctly attached, and that the button does not rotate. [Inspection of suction function] [inspection of suction] 1. Push in the suction button. Visually verify that water is being sucked into the suction bin." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation. The reported issue (suction valve stuck) was not confirmed during testing. In addition to the foreign material that was found, the bending section cover was scratched and had cloudy adhesive, the suction cylinder was scratched and had peeling paint, switch button 1 was scratched and one of the water detection stickers indicated moisture had been present. The investigation is ongoing, and additional information has been requested from the customer. A supplemental report will be submitted upon completion of investigation or the receipt of additional information.

Event description:
The distributor reported on the customer's behalf that the gastrointestinal videoscope had a suction valve that could not be closed. The issue was identified during inspection. The scheduled patient procedure was diagnostic. The device was returned for evaluation. During inspection, foreign material was found in the suction cylinder. The customer reported the device was not cleaned prior to return. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no adverse effects to patient reported.